Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer was unable to calibrate, as well as the comment that the touch screen was not working; the xy-board and display tested out-of-specification. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen of the programmer was unable to be calibrated, and the right half of the display screen was not working. Attempting to calibrate the stylus, as well as replacing it with a new stylus, did not resolve the issue. The programmer has been returned for repair. There was no patient involvement.